Event description:
The account alleges that during an endovascular aortic repair [evar] procedure, the catheter tip detached within the patient. The physician had successfully navigated the ilio-femoral conduit and acquired bilateral femoral artery access. As the physician was trying to remove the catheter from the patient, over a guidewire, under fluoroscopy the catheter tip detached. The physician attempted to use a vascular snare device to externalized the foreign body, but the attempt was unsuccessful. The foreign body fragmented with each attempt into smaller foreign bodies. A piece of the catheter migrated into the patient internal iliac artery. The clinician embolized the foreign body within vascular coils.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed, and the root cause is suspected to be the result of exposure to environmental conductions such as a chemical sterilant or high humidity and/or temperatures. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.